Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was hemolysis. The following information was provided by the initial reporter. The customer stated: "we have been experiencing hemolysis for the past couple of months. No specific date of event, no amount of occurrences, no batch number, no samples available, no photos available, no medical intervention, no erroneous results. Customer doesn't require acknowledgement nor closure letter as he is only requesting tech services.". 2/1/2021 spoke with the customer and reviewed tourniquet use and processing. Customer stated the tubes are unspun and sent from (B)(6) on ice, about 24 hours in transport time. Teaching provided regarding that centrifuge within 2 hours of collection and then transported at rt conditions, tubes in contact with the ice will cause lysis the cells and hemolysis may "occur". IFU and the troubleshooting hemolysis chart was provided.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown . Device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Technical services contacted the customer to provide troubleshooting suggestions. They also provided the instruction for use (IFU) and troubleshooting hemolysis chart.

Event description:
It was reported when using the bd vacutainer¿ sst" blood collection tube there was hemolysis. The following information was provided by the initial reporter. The customer stated: "we have been experiencing hemolysis for the past couple of months. No specific date of event, no amount of occurrences, no batch number, no samples available, no photos available, no medical intervention, no erroneous results. Customer doesn't require acknowledgement nor closure letter as he is only requesting tech services." (B)(6) 2021 spoke with the customer and reviewed tourniquet use and processing. Customer stated the tubes are unspun and sent from (B)(6) to (B)(6) on ice, about 24 hours in transport time. Teaching provided regarding that centrifuge within 2 hours of collection and then transported at rt conditions, tubes in contact with the ice will cause lysis the cells and hemolysis may occurr. IFU and the troubleshooting hemolysis chart was provided.